Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced a low blood glucose (bg) of 27mg/dl with dizziness, confusion, sweating, and blurred vision. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient had reportedly had hip replacement surgery on a recent unspecified date and was taking pain medication, and had also been given prednisone while in the hospital for the surgery. Customer technical support reviewed the pump with the reporter and found that the patient had set the time settings off by one hour. There was no pump defect found during troubleshooting. Although diabetes management factors may have contributed to the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hypoglycemia potentially associated with use error of the pump in setting the time incorrectly.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.